Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation to show a causal relationship between the cycler and cycler set and the peritonitis. Additionally, there is no reported allegation of a machine malfunction or a cassette leak against the liberty cycler or cycler set for this event. Based on the available information, a cause of the peritonitis cannot be determined. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support to report drain complications. During the call the patient stated they had medicine in one of the solution bags to treat an infection. Additional information was obtained through follow up with the peritoneal dialysis registered nurse (pdrn). Per the pdrn, the patient had a pd effluent culture drawn which resulted positive for staphylococcus, species not confirmed. The patient was treated/prescribed intraperitoneal (ip) vancomycin (dose, frequency and duration unknown). The cause of the peritonitis is unknown. The patient was not hospitalized and is currently recovering while continuing to complete pd therapy on the liberty cycler. No further information was available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.